Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing. Additionally, noise was also observed on the shock channel of the right ventricular (rv) defibrillation lead. The root cause of the noise was not determined. An invasive procedure was performed. The crt-d, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.